Event description:
It was reported that when the catheter was pulled out according to the doctors order the saline and air in the balloon could not be drawn out. Hence the urinary tube could not be pulled out. The user stated that when the catheter was left in the urethra for a long time it could cause a urinary tract infection. A urologist was immediately consulted and the catheter was punctured under the guidance of b ultrasound. Finally the catheter was pulled out.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to a user related (over aspirated or incorrect syringe or collapse lumen or sac close eye or valve damage). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "uses: to be used as the drainage of urine from the bladder for the children and adults. Warnings: do not use petroleum substrate lubricants with the latex-based urethral catheters such as petroleum jelly and label liquid paraffin which will damage latex and cause burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not resterilize. For urological use only." H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient underwent "left femoral fracture internal fixation removal" under general anesthesia intubation. The foley catheter was indwelled by nurses in the anesthesia department before the operation. On next day, balloon saline and air cannot be pulled out and hence, urine tube could not pull out. If long-term indwelling urethral inside could lead to urinary tract infection. Also stated that the foley catheter was removed under local anesthesia by ultrasound guided with balloon burst.